Event description:
A report was received that alleges that the tracheal tube was deflating at the cuff after 8 hours in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.